Manufacturer narrative:
G4: 14apr2020. B4: 17apr2020. The gas delivery system (gds) was returned to the manufacturer's failure investigation (fi) lab for evaluation. Visual inspection of the gds revealed no signs of physical damage and contamination. The gds was installed into the fi test ventilator to verify and test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned gds passed failed testing - the u1 component on the gds was found to be defective. Upon replacing the u1 and u2, the test ventilator passed all testing. The out of specification u1 on the air flow sensor printed circuit board assembly created the air flow accuracy and o2 accuracy test to fail.. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25june2019. The manufacturer¿s service technician confirmed the reported issue. The manufacturer¿s service technician replaced the flow sensor assembly to address the reported problem.

Event description:
During periodic maintenance, the ventilator was reported as having failed o2 and air flow testing. There was no patient involvement.